Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Patient male concomitant devices: (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm; (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t; (B)(6) 200-02-35 - three peg patella 35mm; (B)(6) 234-02-04 - optetrak asy, ps cemented femoral, sz 4, (B)(6) 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0019-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA. It was reported that approximately 178 months after a left total knee replacement procedure, the patient underwent a revision procedure with dr. (B)(6), md at (B)(6) in (B)(6), to address progressive debilitation and pain with swelling and instability. Revision surgery operative notes were provided. He had no clinical signs of infection. X-rays show components to be well-fixed and in good position without any signs of excessive osteolysis. Preoperative and postoperative notes indicated failed left total knee replacement. Intraoperative findings revealed diffuse hypertrophic and inflamed synovium. There was a large amount of normal-appearing joint fluid without any signs of infection. All components were well-fixed and in good position. The patellar polyethylene was significantly worn with pitting and delamination. The polyethylene liner showed severe medial wear with pitting and delamination. The polyethylene spine had a broken and was loose within the joint. The femur and patella were revised with insertion of a constrained condylar insert. The patient was transported to the recovery room in satisfactory condition. There were no complications. No additional information is available. 204-24-15 - ps tibial inserts sz 4, 15mm serial: (B)(6): k933610 UDI: (B)(4). Product code: jwh x-ray: no operative notes: yes.